Manufacturer narrative:
Without a lot number the device history records review could not be completed. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was discovered that a screwdriver assembly was stuck and could not be disassembled during routine inspection. The devices involved were a hex screwdriver and slip sleeve that could not be removed from the holding sleeve. There was no patient involvement. This report is for one (1) threaded holding sleeve for polyaxial screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: visual inspection of the device shows the device is jammed with the driver shaft and threaded holding sleeve. There is no damage with the device and is in fair condition. A functional test was performed with all three devices and could not be separated even with the use of force. The issue lies with the driver sleeve and driver shaft as the interaction between the spring of the sleeve and proximal end of the driver are jammed and all three devices can¿t be disassembled as intended. The received condition does agree with the complaint description and is confirmed. A dimensional inspection could not be performed as the relevant features could not be assessed due to the jammed nature of the instrument. The relevant drawing was reviewed. No design or manufacturing defect or deficiency was observed during the investigation. A device history review could not be performed as the lot number unknown due to the holding sleeve covering the instrument. No root cause could be determined as circumstances surrounding the complaint are unknown. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.